Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the neutraclear and stopcock broke during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke was confirmed. Visual inspection of the set noted a portion of the distal male luer collar had broken off. Jagged, uneven edges were observed at the corresponding areas of breakage in the internal area of the male luer from where the collar had broken and on the broken-off portion of the returned collar. There were no other anomalies observed. The root cause of breakage was not identified. The mating device was not returned for investigation.

Event description:
It was reported that the neutraclear needless valve broke during patient use on a cvp line. As the nurse was changing the neutraclear, it was noted that the stopcock (make/model not provided) was broken as well. Although requested, there were no further event details or information provided by the customer. There was no patient harm.